Event description:
It was reported that the pump declared alarm 20 during the load process. The customer declined to answer if their blood glucose level exceeded 500 mg/dl; therefore, there was no reported impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the proper technique, and the customer successfully resumed insulin therapy.